Event description:
It was reported that the patient was having the same problem that she'd had on her last generator of sleep apnea and buzzing in her neck during sleep on her new generator. She also indicated that she had felt stronger stimulation in her neck and that she gagged with magnet swipes which had led to weight-loss in the past. MFR. Report # 1644487-2017-03470 captures this report as associated with her previous generator. No further relevant information has been received to date.

Event description:
The physician indicated that the relationship of the following symptoms---sleep apnea, buzzing in neck, stronger stimulation in her neck, and gagging with magnet swipes which had led to weight-loss in the past--- was unknown. No further relevant information has been received to date.

Event description:
The patient reported that the her husband could see the pulses in her neck and she was having spasms in her neck. No further relevant information has been received to date.